Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded the cartridge to resolve the issue. The customer continued to use the pump for insulin therapy.